Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to intentionally delivering multiple boluses customers blood glucose (bg) decreased to approximately 40 mg/dl. Juice and food were consumed to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.